Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 c-ring broke off. The plastic end of the c-ring fell into the patient's leg. The piece was retrieved. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the scope wash tubing had detached from the c-ring and was received separately. The tip (about 1 cm) was bent and flattened. There was some evidence of blood. Based upon the visual observations, the reported complaint for "c-ring detached" was confirmed as a scope washer tubing break. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).